Event description:
Found during routine inspection. Customer called to report device was displaying the charge-pak and attention icons. There was no pt associated with the report. When physio-control evaluated the device, it would not stay powered on past the first voice prompts.

Manufacturer narrative:
Physio-control evaluated the device and observed that the internal battery was severely charge depleted. Physio-further evaluated the analog pcb assembly and determined that root cause for the reported incident was an electrically leaky filter, designator fl9, due to solder flux residue on the analog pcb. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4).

Event description:
Supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.